Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported experiencing a loss of bed to bed or caregroup operation which is considered to have possibly impacted alarm notification. No patient harm was reported. No adverse event occurred.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.